Manufacturer narrative:
One cadd solis vip pump was received with minor scratches on the lcd lens screen. There was no evidence of the reported issue in the event history log. Accuracy and functional tests were performed and the reported issue was able to be confirmed. At least one of three delivery accuracy tests performed was outside of the published +/-6% specification. It was recommended that the pump's expulsor be replaced in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's volumetric accuracy was not stable, keeps changing and would not stay at the correct volume. There was no reported adverse event.